Manufacturer narrative:
Health effect - impact code: (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare provider reported bilateral capsular contractures baker grade iii/IV. This record is for the left side. The device has been explanted.

Event description:
Healthcare provider reported, bilateral capsular contractures, baker grade iii/IV. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell, crease fold and white calcification in outer device. Leak test and microscopic analysis was performed which identified, striated broken on anterior and missing shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated broken on anterior assessed, as surgical damage. Missing shell assessed, as inconclusive.